Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0054-EU-04 - e. Warnings - 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. M. Precautions - 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 3. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, incorrect surgical technique, misalignment insertion and/or an excessive force used during prying/leveraging of the device during use of the device.

Event description:
On 23-dec-2025, an arthrex subsidiary employee reported via email that the anchor shaft tip broke on an ar-3740sp double loaded knotless knee fibertak anchor after insertion into the pilot hole. The broken fragment could not be retrieved. The anchor remained functional and was used to complete the procedure without additional issues. No significant surgical delay occurred, and no additional anesthesia was administered. The event was identified during the procedure on (B)(6) 2025. Additional information was received on 05-jan-2026: this issue occurred during a lateral extra-articular tenodesis.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.